Event description:
It was reported that after the routine removal of a recovery filter, it was noted that a hook was missing off of one of the limbs. Pre-removal vena cava gram showed that one of the legs was tilted at a 30 degree angle lateral to the cava wall.